Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that they experienced intermittent audio output from the receiver and an adverse event on (B)(6) 2016. Patient stated she had a low event with a blood glucose level below 20mg/dl. The patient stated that the receiver alert did not sound and she lost consciousness. The paramedics were called and she was given an IV, ginger ale, orange juice, and a club sandwich. The patient did not go to the hospital and was not seen by a doctor. At the time of contact, the patient had recovered. Additionally, the patient tested the receiver's alerts and they did not work. Further event or patient information was not provided. The complaint device was returned for evaluation. A follow-up report will be submitted upon its completion.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4)

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defects were found. A "try it" manual test was performed and speaker sounded. The reported event of an intermittent audio output was not confirmed. A root cause could not be determined.